Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer cleaned the sample dispense area, as it was dirty. The cause of false positive toxo igm result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, false positive toxoplasma igm (toxo igm) result was obtained on one pregnant patient sample on an advia centaur xp instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument in duplicate, resulting negative. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, false positive toxo igm result.